Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was returned and investigated. The reported inability to remove the gripper line was not confirmed during returned device analysis as no issues were noted during testing and establishment of gripper line removability was successful. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported inability to remove the gripper line could not be determined. There is no indication of product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Exemption number e2019001- permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed for inability to remove the gripper line. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. The device was prepped per instructions for use and no issues were noted. During the procedure, the physician removed the gripper cap and unwound the gripper line to establish gripper line removability. One end of the gripper line was pulled; however, the line would not retract at all. The other end of the gripper line was then pulled; however, this end would also not retract at all. The gripper lines were secured with forceps, to ensure that access to the gripper lines was not lost, and the clip delivery system (cds) was removed without issue. A second cds was then prepared without issue and the clip was successfully implanted, reducing mr to <1. There was no reported adverse patient effect or a clinically significant delay in the procedure. No additional information was provided.